Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002 - the patient underwent surgery for implant of an unspecified bard//davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002 - the patient underwent surgery for implant of an unspecified bard//davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal lymphadenopathy with incarcerated gangrenous femoral hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿there was a lymph node and hernia sac. Both iymph node and hernia sac was dissected free. The defect then was closed with a perfix plug.¿ (B)(6) 2016 - patient was diagnosed with right groin mass with history of metastatic non-small cell carcinoma and foreign body thereby underwent removal of mesh. Per operative notes, ¿patient had right hernia repair. The previously placed mesh was seen to be displaced and had migrated to the superior lateral position of the wound and the mesh was removed.¿ attorney alleged that the patient had abscess, adhesions, infection, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11. This supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI), d.6b, e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.